Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third-party service provider contacted ventec to report that the device's lcd touchscreen was flickering (black) during boot-up. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where other, unrelated, repairs were performed. Following those service activities, the reported issue of a flickering lcd touchscreen could not longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined. H3 other text: serviced by asp.